Event description:
During a remote follow-up, oversensing caused by electromagnetic interference (emi) resulting in inappropriate automatic mode switch (ams) episodes were observed on the device. No intervention has been performed. The patient is stable.